Event description:
The provider states the drive lockout switch is intermittent. He states the end user was reclined and attempted to return to the upright position and the unit stopped. No injuries noted.